Event description:
It was reported to philips that the system took an extended time to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system took an extended time to boot up. Upon troubleshooting, the philips field service engineer (fse) found that the host pc was causing the system to have prolonged boot up and shut down time. The cause of the host pc failure was not conclusively determined by the supplier's part analysis. However, replacing the host pc by the fse has resolved the issue. Upon replacement, the fse installed the host pc and updated the license file, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.